Event description:
This is the first of two reports for two events with two different pts ((B)(4)): it was reported by the customer via after-hours messages that "two pts had severe allergic reactions to the biopatch, both from the same lot number". Updated info: the customer stated that both pts had blistering and pus around the site of biopatch near a PICC line. The onset of symptoms was last week or the week before. The pts have no known allergies to chg. The pts have a history of using biopatch last year, with no signs of reaction. The reaction was seen after the change of the first biopatch. Each pt did not have their PICC line pulled and is now staying away from chg. The pts are receiving alcohol and betadine (this is to prevent infection from PICC line) and non-adherent gauze dressing changes daily. The customer reported these two events because she thought it was strange that the pts showed signs of biopatch reaction within the same week even though they had history of previous use. The customer thinks it may have been a defective biopatch batch. Add'l info was received from the customer. The insertion site of the PICC line was the upper arm for both pts. The catheter had been in place for 1-5 days for one pt and 4-6 weeks for the other pt. Chg was used as skin prep prior to the placement of the devices. The chg was dry. The photos were provided. The products are unavailable for eval.

Manufacturer narrative:
The device will not be returned. Based on reported info, integra has initiated an investigation.